Event description:
It was reported that stored electrograms showed possible undersensing on the right ventricular (rv) lead. In addition, there were high rv capture thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrections: b1, b2, b5, e3, h6 annex a, e, f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that stored electrograms showed undersensing on the right ventricular (rv) lead, resulting in delayed episode detection. In addition, there were high rv capture thresholds. The lead remains in use. No patient complications have been reported as a result of this event. Follow up with the clinic indicated that there was reprogramming and the patient was given amiodarone. It was reported that the patient had a ventricular fibrillation (vf) arrest with successful shocks but delayed intervention (shocks) due to initial undersensing. However, automated external defibrillator shocks were successful. Cardiogenic shock was addressed, but the patient had returning arrhythmia despite the amiodarone. So palliative care was provided and the patient later passed away.